Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a new 100 ml bottle of propofol (10 mg/ml) was started at 40 mcg/kg/min (13.9 ml/hr). When the nurse went back 20-25 minutes later, the entire bottle had infused. The ventilator-supported patient had transient hypotension that resolved within minutes, and the clinician reported no harm occurred. Fingerstick blood sugars were ordered every hour, and results ranged from 74-89 between 1945-0557. The tubing and devices were sequestered. Biomed completed internal testing duplicating the event settings and found the device to be working as intended.

Manufacturer narrative:
Concomitant medical products: 100 ml fresenius kabi bottle lot # 16kg5018, exp. 06/2018 diprivan (propofol) injectable emulsion, usp; therapy date (B)(6) 2017. The customer¿s report of a propofol overinfusion was neither confirmed nor replicated. The pcu event log shows that at 1:29 pm on (B)(6) 2017 the pump module was programmed to infuse propofol 1000 mg/100 ml at 40 mcg/kg/min (13.9 ml/hr). The dose was titrated several times, ranging from 10 to 40 mcg/kg/min. Two rapid bolus doses were given (20 mg at 6:45 pm and 35 mg at 6:46 pm) and the infusion continued until 7:32 pm when the device was channeled off. The volume recorded as being infused during this period was 72.975 ml. Functional testing found the pump module to be delivering fluid within specification. There were no leaks or other anomalies observed with the primary set. The starting volume of the fluid container cannot be determined through device logs. The root cause of the propofol overinfusion was not identified.